Event description:
The gia stapler was used under the renal artery and the vein was stapled, however there was misfiring of the stapler and the stapler went loose and the staple cartridge fell out into the patient. After that another stapler was used. The stapler and staples were retrieved from the patient without injury.manufacturer response for stapler and reload, endopath ets 45.